Event description:
The patient reported experiencing elevated blood glucose of 501 mg/dl. She stated the infusion device does not accurately deliver insulin and the display is erroneous. She injected insulin via pen to lower her blood glucose. Her normal blood glucose range is 100-160 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.